Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the forceps elevator not moving all the way down was failed guide wire tension. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the elevator of the duodenovideoscope did not go all the way down. There was no patient involvement.